Event description:
The report stated that during a laparoscopic cholecystectomy, the surgeon reported that the heat generated from the unit was high such that it caused thermal spread that ultimately perforated the gallbladder. He had the circulator turn the esu down to 20 coag and still had sparking.

Manufacturer narrative:
Date of initial report: may 16, 2008. To date the incident sample has not been received for evaluation. Further information and the sample have been requested. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.